Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap ag that a pas-port proximal anastomosis system (part # fc700su) was used during an unknown procedure performed on (B)(6), 2021. According to the complainant, the surgical technique couldn´t be performed completely. When the pasport was triggered, only a click was heard when the knob was turned. The knob cannot be rotated any further. The aorta is perforated, but the anastomosis is not completely performed. Pasport instrument was actually damaged in order to extract the vein. The aorta was clamped out and the anastomosis was sutured by hand. An additional medical intervention was necessary. Additional patient information was not made available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Corrections were made in h6. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The potential risk determined during initial vigilance evaluation remains valid. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.